Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a pelvic fracture and bilateral lower extremity fractures sustained after a motor vehicle accident had a vena cava filter deployed in an infrarenal location. The patient tolerated the procedure well. Approximately eight months post filter deployment, during scheduled retrieval, an inferior venacavagram demonstrated angulation of the filter greater than 20 degrees with the hook embedded in the wall of the inferior vena cava (ivc). There was no evidence of extravasation. An attempt to disengage the filter from the wall of the ivc using forceps was unsuccessful and the decision was made to leave the filter in place. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, and retrieval difficulties. Per the medical records, the filter was tilted. A tilted filter could have lead to the retrieval issues. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful removal attempt. The status of the patient is unknown.